Manufacturer narrative:
(B)(4). The customer returned a single guide wire for evaluation. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire is unraveled from the distal weld and has a single kink towards the proximal end of guide wire body. The distal j-bend core wire is open. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. The proximal weld appeared full and spherical. The kink in the guide wire body was measured at 15 mm from the proximal end. The broken core wire measured 601 mm in length, which is within specification; therefore no pieces of the core wire appear to be missing. The outside diameter (od) of the guide wire was also within specification. The undamaged proximal end of the guide wire was able to advance through a lab inventory 18ga introducer needle and arrow raulerson syringe with minimal resistance. The distal end could not be tested due to the damage. A manual tug test confirmed that the proximal weld was intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered , withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was damaged was confirmed through examination of the returned sample. The guide wire was unraveled and the core wire was broken adjacent to the distal weld. Dimensional inspection did not reveal any evidence of a manufacturing related issue. A device history record review was performed based on sales history with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the wires have been kinking and difficult to thread. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the swg (spring wire guide) unraveled during use.

Event description:
The customer reports the wires have been kinking and difficult to thread. The patient's condition is reported as fine.